Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not received for evaluation. Therefore, a physical investigation was not possible. The user reported and provided image contains information regarding catheter guide wire break. After review of the provided images guide wire break can be confirmed. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during a thrombectomy and atherectomy procedure for endovascular reduction of the iliac artery and open the vessel through the lower extremity arterial area, iliac arteries and down to the superficial femoral arteries, right femoral artery contralateral approach with a large bifurcation angle, as the distal end of the guidewire was 15cm from the tip of the catheter a sudden spin of the guidewire occurred stopping the device. Therefore, the catheter was retrieved as one unit, and the tip of the guidewire was found allegedly broken and detached. The detached segment was reportedly removed from the patient with a grabber device, another same device was used for contralateral suction, cannulation, and thrombolysis was performed successfully completing the procedure. It was further reported that sometime post procedure, the patient expired due to heart failure. The health care provider further reported that after preliminary investigation, it is confirmed that the equipment device was not the cause of the patient's death.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that based on additional information this event was reassessed in its entirety and was downgraded from a death to a malfunction MDR as it was confirmed that the device did not cause or contributed to the patient's death, the health care provider intervened by removing the detached segment with a grabber device, and the procedure was successfully completed prior to the patient expiring due to heart failure. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Photos and images were provided and pending review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure for endovascular reduction of the iliac artery and open the vessel through the lower extremity arterial area, iliac arteries and down to the superficial femoral arteries, right femoral artery contralateral approach with a large bifurcation angle, as the distal end of the guidewire was 15cm from the tip of the catheter a sudden spin of the guidewire occurred stopping the device. Therefore, the catheter was retrieved as one unit, and the tip of the guidewire was found allegedly broken and detached. The detached segment was reportedly removed from the patient with a grabber device, another same device was used for contralateral suction, cannulation, and thrombolysis was performed successfully completing the procedure. It was further reported that sometime post procedure, the patient expired due to heart failure. The health care provider further reported that after preliminary investigation, it is confirmed that the equipment device was not the cause of the patient's death.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Photos and images were provided and pending review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure for endovascular reduction of the iliac artery and open the vessel through the lower extremity arterial area, iliac arteries and down to the superficial femoral arteries, right femoral artery contralateral approach, as the distal end of the guidewire was 15cm from the tip of the catheter a sudden spin of the guidewire occurred stopping the device. Therefore, the catheter was retrieved as one unit, and the tip of the guidewire was found allegedly disintegrated. The detached segment was reportedly removed from the patient with a grabber device, another same device was used for contralateral suction, cannulation, and thrombolysis was performed successfully completing the procedure. It was further reported that sometime post procedure, the patient expired due to heart failure, and it is unclear whether it was directly caused by an adverse event or the device. The relationship between the patient death and the device is unknown.